Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 71 year-old patient was implanted on (B)(6) 2024 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 20226 the patient underwent a surgical procedure for biozorb removal due to pain and prominent lump in the implant area. The skin presented discoloration and there was a concern for skin breakdown and eventual chronic wound formation so the excision was decided. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.